Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a hard power cycle of the vision side cart and e-200 generator to resolve the issue. The fse also reprogrammed the vsc and e-200 generator. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure that there was a message stating that the e-200 generator was not detected. There was also a message on the surgeon side console (ssc) stating that the generator was powered on. The intuitive tech support engineer (tse) walked the caller through a hard power cycle via the circuit breaker switch and power cord, but the issue persisted. The tse was unable to view the system logs as the customer had just rebooted the system. The tse asked if the customer had another vision side cart (vsc) to swap. The surgeon was opting to convert to laparoscopic surgery. There were no reports of patient injury. The issue was escalated to intuitive field service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fse replaced the e-200 generator. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The e-200 was installed onto a known good eft and powered on with no issues. Root cause is attributed to a defective generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: converting to laparoscopic did not result in increasing the port size (they already had a 12mm port in place) and there were no additional incisions. Refer to section a, b6 and b7 fields for additional information.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive e-200 involved with this complaint to perform failure analysis. Investigation found the ethernet cable to be damaged. As a fix, the ethernet cable will be replaced to address the issue.